Manufacturer narrative:
Evaluation of the returned red72 confirmed that the catheter was fractured on its mid-shaft. If the device is advanced against resistance, damage such as a kink may occur. If the kinked device is further manipulated, the kink may worsen to fracture. The complaint reported that the patient¿s anatomy was tortuous. This may have contributed to the resistance experienced during the procedure. Further evaluation revealed additional kinks distal to the fractured location. This damage may have also occurred during advancement against resistance during the procedure. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. H3 other text : placeholder.

Event description:
The patient was undergoing a thrombectomy procedure in the proximal right m2 segment of the middle cerebral artery (mca) using a penumbra system red 72 reperfusion catheter (red72), a neuron max 6f 088 long sheath (neuron max), a non-penumbra microcatheter, a stent retriever and a guidewire. It was noted that the patient¿s anatomy was tortuous. During the procedure, the physician completed three passes using the red72, neuron max and stent retriever. While re-advancing the red72 for the fourth pass, the physician experienced resistance and kinked the mid-shaft of the red72. The physician then slowly removed the red72 and noticed that the red72 was fractured at the mid-shaft. The procedure ended at this point. There was no report of an adverse effect to the patient.